Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose reached 260 mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. The customer indicated that no backup insulin therapy method was available.